Event description:
The customer reported calibration errors, change sensor alerts and weak signal alerts relating to the sensors. While troubleshooting with the helpline, the customer reported the sensor in use to be jagged and twisted. The customer was advised to discontinue use of the sensors and to return them for analysis and replacements. The customer's blood glucose value was 94 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test per dop114-830. One of 2 sensors failed for high readings. One remaining sensor passed per spec. With accurate readings. Also found both sensors' cannulas bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.